Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular procedure using two gore tag&#59412;thoracic endoprostheses (tgt4020/8630157, tgt3415/8603184) to repair a descending thoracic aortic aneurysm with diameter of 50 mm. No issues were reported, and the patient tolerated the procedure. On (B)(6) 2011, the patient was discharged. Subsequent follow-up imaging showed no sign of endoleak or aneurysm enlargement; however on january 12, 2012, one year follow-up imaging revealed aneurysm enlargement to 56 mm. No endoleak was observed. The cause of the aneurysm enlargement is unknown. The physician elected to monitor the patient. Subsequent follow-up imaging showed no sign of endoleak, and the size of the aneurysm measuring 56 mm. In (B)(6) 2014 (date unknown), the patient expired due to bowel occlusion. No further information is available.